Event description:
It was reported that the bd nano¿ 2nd gen pen needle clogged. The following information was provided by the initial reporter: consumer reported needle clog during injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 12-sep-2022. H6: investigation summary: customer returned (4) open 32gx4mm bd pen needles from lot# 1125235. The customer reported a needle clog during injection. The samples were examined, and it was observed that 1 pen needle featured a bent non-patient end (npe) cannula, and 1 pen needle featured a broken npe cannula. The remaining 2 pen needles did not exhibit a damaged npe cannula and were tested for flow using a test pen injector: both tested samples were able to expel properly. The bent and broken npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged. Since both samples were returned after use, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause for this issue is user related. The npe cannula was bent and broken after the user handled the pen needles.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle clogged. The following information was provided by the initial reporter: consumer reported needle clog during injection.